Event description:
It was reported that the patient developed a hematoma following the spinal cord stimulation (scs) implant procedure. The physician performed a hematoma removal. After the hematoma removal, the patient experienced paralysis in the lower half of the body.

Event description:
It was reported that the patient developed a hematoma following the spinal cord stimulation (scs) implant procedure. The physician performed a hematoma removal. After the hematoma removal, the patient experienced paralysis in the lower half of the body. Additional information was received that the patient originally had spastic paralysis, which changed in nature to flaccid paralysis. The patients motor function is now improving with continued rehabilitation.